Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: piece coming off of device. Probable root cause: manufacturing non-conformance, shipping damage. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that a piece came off of the device. It came off outside of the joint and nothing was left in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a piece came off of the device. It came off outside of the joint and nothing was left in the patient.